Event description:
As reported, upon completion of an angioplasty procedure, the hub separated from a flexor ansel guiding sheath upon removal of the device from the patient. Access was obtained in the groin to target the superficial femoral artery. The anatomy was not tortuous, scarred, or calcified, and resistance was not encountered during insertion or removal of the device. Another manufacturer's balloons were used through the sheath, as well as another manufacturer's wire guide. Upon completion of the procedure, the sheath was removed over the wire guide, without reinserting the dilator, at which point the hub separated. A clamp was then used to pull the device from the patient, and it was replaced with an unspecified short sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = tech. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon completion of an angioplasty procedure, the hub separated from a flexor ansel guiding sheath upon removal of the device from the patient. Access was obtained in the groin to target the superficial femoral artery. The anatomy was not tortuous, scarred, or calcified, and resistance was not encountered during insertion or removal of the device. Another manufacturer's balloons were used through the sheath, as well as another manufacturer's wire guide. Upon completion of the procedure, the sheath was removed over the wire guide, without reinserting the dilator, at which point the hub separated. A clamp was then used to pull the device from the patient, and it was replaced with an unspecified short sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and dimensional verification were conducted as well. The complaint device was returned to cook for investigation. The hub separated from the sheath and the flare is folded down on itself with compressions noted .5 cm from the flare and 1.9 cm from the flare. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU was reviewed and states, ¿reinsertion of the dilator prior to removal of the flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded unintended user error contributed to this incident. It is unknown if the sheath hub was used to pull the device from the patient, but it was reported the dilator was not inserted to lessen the risk of sheath material or hub separation upon withdrawal as per the IFU. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.